Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in low blood glucose levels. The patient suffered severe hypoglycemia, lost consciousness, fell down and broke her leg. The paramedics took the customer to hospital. The patient has to undergo surgery. The blood glucose values and the type of treatment in the hospital were not provided. The patient was hospitalized for one day.